Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 582 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy without needing third-party assistance. Reportedly, the customer reverted to an alternate method insulin therapy.